Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Extraction (ext) of teeth #o and p. Placement of implants at sites #24 and #25. Attempted to restore the teeth. The notes state that the patient felt pain for a few weeks. Upon unscrewing the cover screw, the implant came out with it. Treatment: the clinician cleaned the area and placed a new bone graft.